Event description:
Thermocool smarttouch bi-directional ablation catheter would not connect to the cable for use. Some poles on catheter not responding for signal. No harm to patient. Catheter returned to biosense for further investigation.